Event description:
It was reported that during preventative maintenance, cardiosave intra-aortic balloon pump (iabp) has damaged display. There was no patient involvement.

Manufacturer narrative:
Additional information e.1. Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d4 (version or model #), d5, e1 (initial reporter, event site email), e2, e3, e4, g2. Fse found that display is damaged. Fse replaced assy display top lcd rohs, label ID cardiosave hybrid, label upper inside badge maquet, screw cap lo-head, screw plug display, screw kit cardiosave display assembly. Completed maintenance successfully. Product passed all functional and safety tests per manufacturer specifications.